Event description:
It was reported that during a supply change the user could not twist tubing and connectors onto the pump correctly, then used a connector from a different batch and later realized they had been attempting to use supplies intended for a different pump model. Symptoms included no alerts or alarms and no adverse clinical effects. Outcomes included user education and successful troubleshooting with correct compatible supplies. Investigation included customer communication and review of use and compatibility. Investigation of this case revealed mismatched or incompatible disposable components leading to attachment difficulty, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to use of non-compatible accessories.

Manufacturer narrative:
Initial.